Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the balloon rupture during deployment of the mynxgrip resulted in a pull through and device failure. There was no patient injury. Manual pressure was held to achieve hemostasis. The device was not returned for analysis. No other information was provided.

Manufacturer narrative:
During use, it was reported that the balloon ruptured during deployment of the mynxgrip resulting in a pull through and device failure. There was no patient injury. Manual pressure was held to achieve hemostasis. Attempts to gather additional information were unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics, such as peripheral vascular disease and/or calcium, may have contributed to the reported event. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.